Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. The evaluation of the submitted system controller log file confirmed the report of pump stoppage due to full depletion of the batteries. The submitted log file captured a low power advisory on 27oct2018 10:32:28 pm, followed by a low power hazard on 28oct2018 at 12:47:59 am due to the patient not promptly responding to the low power advisory alarm. A no external power alarm was observed at 12:56:39 am; however, the pump continued operation on the system controller¿s backup battery. The following event captured the pump at 0 rpm with the timestamp reset to 01jan2001 01:00:00 am, indicating that the pump stopped due to full depletion of the 14v li-ion batteries and the system controller¿s backup battery. The pump resumed operation at the fixed speed of 9400 rpm when the system controller was connected to fully charged external batteries. A specific duration that the pump was stopped could not be determined through this evaluation. The account communicated that the patient¿s pump stopped overnight due to the patient sleeping on battery power and letting the batteries deplete. The patient remains ongoing on the device and no further issues have been reported at this time. The heartmate ii lvas IFU provides important information regarding the heartmate batteries, including how to monitor battery charge level and replace depleted batteries. The heartmate ii lvas patient handbook outlines battery charge level and fuel gauge display. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. This document also indicates that the user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Both of these documents provide instructions for exchanging batteries and switching power sources. These documents also contain information regarding system controller alarms and the proper actions associated with them. The reported event and subsequent investigation to not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age was not provided. Approximate age of device ¿ 1 year, 7 months and 13 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was a pump stoppage on (B)(6) 2018 in the night because the patient slept on battery power and the batteries depleted. The pump stoppage occurred because the patient allowed the external batteries and the external backup battery (ebb) to drain. Once adequate power was restored, the pump returned to operating at a set speed. Since the system controller¿s clock reset to the default timestamp of 01 jan 2001 at 1:00 due to the system losing all power, the length of time the pump was off for was unable to be determined. No further information was provided.